Manufacturer narrative:
The device was not returned for analysis. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2017-11480 and 2134265-2017-11593. It was reported that automatic pullback failure occurred. The target lesion was located in the coronary artery. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and pullback sled to view the target lesion. During procedure, it was noted that automatic pullback failure occurred. No patient complications were reported and patient's status is stable.